Event description:
It was reported that during the implant procedure, high, out of range, high voltage lead impedance measurements were observed. Fracture was suspected. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.